Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleged patient position module could not be heard outside patient's room when alarming. No injuries reported.